Event description:
It was reported that the piston does not stop during priming. The customer declined to provide their blood glucose level. Nothing further was reported.

Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.